Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A primary tubing set was being used to deliver normal saline at a rate of 50 ml/hr. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of avastin to deliver for a duration of 30 minutes. The customer contact reported that after the delivery was complete, the nurse disconnected the option-lok male adapter of the secondary tubing set from the proximal clave y-site of the primary tubing set. At this time, it was reported that the distal tip of the option-lok male adapter broke off into the proximal clave y-site of the primary tubing set and solution leaked. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. One sealed secondary tubing set from lot #310274w and one sealed primary tubing set were received and evaluated. The devices passed testing. The option-lok male adapter of the secondary tubing set was connected and disconnected from the clave y-site of the primary tubing set. No breakage of the option-lok male adapter were noted. Although the devices passed testing, hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.